Event description:
The patient stated, that he experienced a recurrence of erratic blood glucose. He reported that his blood glucose had been erratic for "a couple of weeks." He reported blood glucose values in 2007 of 139 mg/dl, when he awoke (he bolused 8 units of insulin), 129 mg/dl at lunch (he bolused 12 units of insulin), 323 mg/dl at 5:55 pm (he bolused 8 units in addition to his "dinner" bolus of insulin), and 207 mg/dl at 9:20 pm. The following day, he reported blood glucose values of 214 mg/dl in the morning (he bolused 4.5 units in addition to his "breakfast" bolus of insulin), 279 mg/dl at lunch (he bolused 7 units in addition to his "lunch" bolus of insulin), 289 mg/dl at 3:55 pm (he bolused 7.5 units of insulin in response), and 290 mg/dl at 6:11 pm (he injected insulin using a syringe in response). Based on these facts, he did not believe the infusion device was delivering insulin properly. He also reported a low blood glucose value of 34 mg/dl a month earlier, that he corrected by drinking milk. He experienced low blood glucose (value not provided) again the next month, while on the highway. He reported receiving assistance from emergency medical services. He stated that they "made him eat a food bar" to correct his blood glucose level. He was not transported for further treatment. He stated that he has hypoglycemic unawareness, but he feels disoriented when his blood glucose is low. He reported his target blood glucose range to be 75-125 mg/dl. The patient did not wish to participate in troubleshooting the infusion device and he postponed the scheduling of a trainer until 06/2007. He was advised to discuss his erratic blood glucose values with his physician, who he mentioned that he was scheduled to see imminently. His primary infusion device was replaced and the product was requested to be returned for evaluation.